Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: the keypad is intact and all keys respond appropriately. No self-locking occurred and alleged tactile issue could not be duplicated during investigation. The keypad cover was removed and no contamination was found under key contacts. Moisture was observed behind the display lens. The leak test fails with a display lens leak. The pump cover was removed and internal moisture was found on the pcb and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.